Event description:
It was reported that the patient never had therapeutic effect. Action required was a result of the event was reprogramming. Diagnostic testing and troubleshooting performed included impedance testing, x-rays and reprogramming. The patient never had stimulation on the right side since implant. Impedances read the last 4 contacts on 0-7 right lead were high. The x-rays showed the right lead was completely out of the space. The left lead was still working properly. They were going to schedule a lead revision. The patient was alive with no injury. It was unknown if there were any patient symptoms. Additional information was requested but had not been received as of the date of this report.

Event description:
Additional information received reported the patient's revision took place the morning of this report. It was noted that both leads were replaced. It was further noted the patient was doing well.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).